Manufacturer narrative:
This report is submitted on march 29, 2022.

Event description:
Per the clinic, there were no issues. The device was electively explanted (B)(6) 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 20, 2022.